Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: a result in the "70's mg/dl" and a result in the "300's mg/dl". No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.